Event description:
On (B)(6) 2009, the patient was treated with gore excluder aaa endoprostheses. The stent-grafts later became infected and were explanted on (B)(6) 2010. The patient is stable with no other reported complications.

Manufacturer narrative:
Additional device: pxc181200/(B)(4).